Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value at time of incident was 340 mg/dl and current blood glucose value was 493 mg/dl. Customer stated that the other day they could smell insulin. The drive support cap was normal. They had multiple no delivery alarms. Due to the customer not being comfortable with the insulin pump, the device will be replaced. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted. Insulin pump was received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, crack on display window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.